Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the pt required coronary artery bypass graft surgery. While in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the pt's left femoral artery. The md could not insert the iab through the sheath. As a result, the md removed the iab and the sheath as one unit. At this time, an arterial tear occurred due to the iab/sheath removal. The md requested another iab for insertion. Reference MDR #1219856-2010-00440 for the second event involving the same pt.